Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported and inop / failure related to ECG during testing. There was no report of patient involvment.